Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - the inspection of the returned shows that the base bracket was received without a transitional member and was in the closed position. As a result, the handle is deformed and must be replaced. A screw was inserted into the thread of the adjustment wrench, damaging the thread. The right jaw must be replaced, and consequently, the connecting rod must also be replaced. Additionally, a transitional member will and added, and a functional test will be performed. Root cause - the complaint is confirmed and the root cause is confirmed as damaged unit due to improper assembly by the customer as the base handle was closed without the 6-inch transitional being inserted causing the handle opening to become misshaped. A warning label on the base unit cautions the user to not close the handle without the transitional attachment inserted. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield ultra base unit (a2101) was bent and does not fit in the operating table fixture. The patient was asleep under anesthesia; however, there was no patient injury. Another mayfield was used and there was increased surgery time of 30 minutes due to the replacement.